Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that the discordant results were obtained on a sample with clots. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse inspected the clot sensor and determined that the sensor had crystallization from dried saline. The cse replaced the clot sensor assembly and primed it. The customer ran quality controls, which were acceptable. The cause of the discordant, falsely low cknac results on one patient sample is unknown. This instrument is performing according to specifications. No further evaluation is required.

Event description:
Discordant, falsely low creatine kinase (cknac) results were obtained on one patient sample upon initial and repeat testing on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The customer obtained a new sample from the patient and tested it on the same instrument, which resulted higher. The customer also repeated the original sample on the same instrument and the result was higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low cknac results.

Manufacturer narrative:
The initial MDR 2432235-2016-00264 was filed on june 6, 2016. Additional information (6/15/2016): a siemens headquarters support center (hsc) specialist reviewed the service report. The hsc specialist determined that a clot detector which is not functioning properly will not detect clotted samples.